Manufacturer narrative:
There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 double roller pump 85. A livanova field service representative was dispatched to the facility to investigate the device. We did not check how hot the inside of the raceway was, only the outside. The serial read out (real time device parameters and setting recording file) of the pump was collected pumps were hot to the touch, but not so hot that you couldn¿t keep your hands on them: they were not a skin burning hazard. The pump is being shipped to manufacturer for investigation and will be replaced with another rp85. The perfusionist reported the following alarms on the s5: motor module error and overheat, in that order. They did not notice that the pumps stopped. The customer has not been able to reproduce the problem on the s5s and they appear to be functioning normally now. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 drp 85 overheated when running cardioplegia circuit at 2 degrees celsius while priming. There was no patient involvement. This was second s5 and second drp 85 used after this issue occurred on other bypass machine.

Event description:
See initial report.

Manufacturer narrative:
H4. Device manufacturer date has been added to the dedicated section. Customer reported that was using this type of procedure for cardioplegia cooling for more than 15 years without issues and only recently noticed it. Customer thinks tubing was stiffer than normal causing the issue. However, in one event it was further clarified that pump was over-occluded and after resetting the occlusion no further issues were found. Complained s5 pump was not tested by livanova and no further issue was reported by customer on this pump. Through follow up of investigation of the event of confirmed pump over-occlusion, livanova was informed the occlusion of the pump is adjusted by first completely occluding the pump and the opening it until fluid started to fall by gravity. Once fluid starts dropping, customer tightens up the occlusion until the fluid stops falling so that pump is fully occlusive. According to the pump IFU (paragraph 5.9.2) there are two recommended methods for occlusion adjustment of roller pumps: the pressure method, that uses the pressure measured in the tubing leading away of pump, which allows a slight under-occlusion that prevent haemolysis of blood. The gravity method, that foresees a minimum leakage after occlusion: optimal occlusion is set when approximately 2.5cm of water in the tube drop in around 1 minute. Customer method of setting the occlusion causes higher occlusion both of pressure and gravity method recommended in hlm IFU. Disposable tubings used during current event were discarded. However, the tubings used during one of the similar events was returned to livanova and investigated. Analysis confirmed no deviation in tubing size and stiffness form tubing specification thus excluding a tubing contributing factor. Review of livanova complaint database did not identify any further similar issue from other customers. A device service history review has been performed and identified that the unit was manufactured in 2007 and no other similar event has been reported. Based on all the above facts, the most likely root cause of reported issue may be related to over occlusion of the tubing due to occlusion method. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.